Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device exhibited an ECG failure. There was no patient involvement. Based on the information available and the testing conducted onsite, the cause of the reported problem was due to a defective ECG lead trunk. The device is operational after the defective ECG lead trunk was replaced with a new one. The device remains at the customer's site. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the EKG lead is showing off. There was no reported patient involvement.